Event description:
It was reported that there was no reliable stimulation. The lead was suspected to be dislodged. No adverse consequences for the patient were reported.

Manufacturer narrative:
(B)(4).